Event description:
Blood clot in lung [pulmonary embolism]. Case description: this serious spontaneous device report was received from a consumer in the united states. The patient, a female of unspecified age, experienced blood clot in her lung after receiving euflexxa (1% sodium hyaluronate) for an unknown indication. Lot number: unspecified. Expiration date: unspecified. On (B)(6), the female patient received euflexxa injection. On (B)(6) 2014, the patient experienced blood clot in her lung and was hospitalized. The patient was wondering if euflexxa could have caused the event as her physician wanted her to get another injection in her other knee. The patient also mentioned that she was not even sure if she received euflexxa or synvisc 1 (hyalan g f-20). At the time of reporting, the outcome was unknown. Euflexxa therapy was completed. Medical history was not provided. Concomitant medications were not provided. Sender comment. Reporter causality: implied.